Manufacturer narrative:
Per the customer, the sample was discarded.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 4 of 5. Per the initial report, the care giver (cg) stated that before she called about two hours ago, the home patient (hp) turned over on his side and disconnected himself from the hc in the fill cycle. The cg stated that she reconnected the hp back to the hc and continued with therapy and now received a low drain volume alarm. Gts assisted the hp by advising the hp to cycle power, end therapy and contact the peritoneal dialysis (pd) nurse. The cg stated that she would contact the pd nurse; gts also explained the proper connect and disconnect procedures and assisted the cg with ending therapy. The hc unit was operational. Product surveillance contacted the cg on 12/11/09 and she stated that the hp realized that there was a separation when they noticed that their bed was wet from the solution. The cg stated that the hp probably rolled over the patient line as he was sleeping and pinched it off by accident. The cg stated that she woke up to the hp holding the end of the transfer set in his hands and she aseptically reconnected the hp and contacted their pd nurse who instructed them to go to the dialysis unit in the morning. The cg stated that the pd nurse gave the hp prophylactic antibiotics, changed the transfer set and the hp did not have any infections. The cg stated that the nurse discarded the transfer set after they changed it and did not know what the lot number was. The cg then stated that the hp is fine and resuming therapy as usual; the nurse also instructed her with what to look for in case the hp had an infection. No additional information was available.